Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), genital haemorrhage ("abnormai bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and cholelithiasis ("surgery (other)type of surgery : gallstone") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpes simplex, hyperlipidemia, gerd, nausea, numbness of tongue and chest pain. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) from august 2010 to december 2010, ranitidine and valaciclovir hydrochloride (valtrex). In 2010, the patient experienced pelvic pain ("pelvic pain"), pain ("pain"), dyspareunia ("pain with sex/dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), perineal pain ("perineal pain") and back pain ("back pain"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia (seriousness criteria medically significant and intervention required), hypertension ("blood or heart disorder/condition type: hypertension"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("blurred vision") and hyperlipidaemia ("blood or heart disorder/condition type:hyperlipidemia") and was found to have weight increased ("weight gain"). In 2012, the patient experienced fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes (bladder disorder)") and urinary tract disorder ("bladder or urinary problems or changes (urinary tract disorder)"). In 2015, the patient experienced urticaria ("rashes or skin conditions type: hives") and rash ("rashes"). On (B)(6) 2016, the patient experienced skin infection ("infection (other) describe: pus in navel"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), migraine ("migraines"), hypersensitivity ("allergic reaction"), cystitis ("infection/infection (bladder/ urinary tract/vaginal) type: bladder,"), tooth disorder ("dental issues") and cholelithiasis (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic cholecystectomy, salpingectomy (bilateral removal of fallopian tubes)/ ablation and ablation). Essure was removed on 9-sep-2016. At the time of the report, the perforation, depression, migraine, alopecia, weight increased, hypersensitivity, dyspareunia, cystitis, tooth disorder, vaginal haemorrhage, menorrhagia, skin infection, bladder disorder, allergy to metals and vision blurred outcome was unknown, the pelvic pain, pain, fatigue, hypertension, abdominal pain, perineal pain and back pain had resolved and the urticaria, rash and weight decreased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cholelithiasis, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hyperlipidaemia, hypersensitivity, hypertension, menorrhagia, migraine, pain, pelvic pain, perforation, perineal pain, rash, skin infection, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: gross description: received in formalin labeled "gallbladder" is a gallbladder measuring 7.3 x 3 x 2.7 cm. The serosa is tan-grey, smooth and glistening with engorged blood vessels and multiple transmural defects ranging up to 1.5 cm in greatest dimension. The cystic duct measures 0.3 cm in diameter. The gallbladder wall is opened to reveal lightgreen, viscous bile and multiple black, irregular shaped, multifaceted stones ranging from 0.2-0.8 cm in greatest dimension. The gallbladder wall measures 0.1 cm in thickness concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, fatigue, surgery (other)type of surgery : gallstone, abnormal bleeding (menorrhagia), most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet and medical records received -reporter information updated. Patient details updated. Product information updated. Concomitant drug added. Medical history added. Lab data was added. New events abnormal bleeding (vaginal ), abnormal bleeding (menorrhagia), rashes or skin conditions type: hives, bladder or urinary problems or changes (bladder disorder), bladder or urinary problems or changes (urinary tract disorder), blood or heart disorder/condition type: hypertension, dysmenorrhea (cramping), nickel allergy, blurred vision, blood or heart disorder/condition type: hyperlipidemia, pelvic pain, abdominal pain, perineal pain, back pain, surgery (other)type of surgery : gallstone, rashes and weight loss were added. Outcome of event pain and fatigue were updated from unknown to recovered / resolved. Event infection was updated to infection (bladder/ urinary tract/vaginal) type: bladder. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("abnormai bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain"), depression ("depression"), migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain"), hypersensitivity ("allergic reaction"), dyspareunia ("pain with sex"), infection ("infection"), tooth disorder ("dental issues") and fatigue ("fatigue"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pain, depression, migraine, alopecia, weight increased, hypersensitivity, dyspareunia, infection, tooth disorder and fatigue outcome was unknown. The reporter considered alopecia, depression, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, infection, migraine, pain, perforation, tooth disorder and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.